Manufacturer narrative:
No identification of product. Facility stated they believe it was our product. Bed is now gone, can not locate!

Event description:
It was reported to manufacturer, by attorney for family; per the families attorney, date of incident was 2002. "He [the patient] got out of bed and fell. Found with chin resting on the rail that was in the up position, compression of neck by rail, death to patient per the attorney." No identification of product; however, facility believes it was our product involved in this incident. Bed is now gone, can not locate. No MDR report was filed by facility. No complaint was filed by facility to the manufacturer. Manufacturer has faxed to facility requests for further information and identification of product in question as it relates to this incident. No response from facility as of this writing! Attorney call was first notice of alleged incident. Per the vague description and no further information received can not identify a potential zone.